Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for other and non-malignant pain. The patient reported that the handset had been junk for over a year and he hates the handset. Patient stated it takes an hour to get the handset to connect to the pump and the handset gets stuck at a certain percentage when they are trying to connect to the pump. Patient was very upset, yelling and cursing. Patient stated he had the healthcare provider (hcp) calling him and the nurse was coming back today to increase dosing and bolus to from 6 to 9. Patient stated the pump was refill last week. Patient service assisted patient with closing all apps and clearing out the data. The troubleshooting steps that were taken on the call resolved the issue.